Event description:
Per the clinic, the patient had developed open sores at the magnet site and subsequently, a lower strength magnet exchange resolved the issue.

Event description:
Correction: the previous or initial MDR submitted on (B)(6) 2022 was filed inadvertently. The development of a sore at the magnet site is not reportable, no serious injury has occurred.